Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he started having problems 2 months ago when the site started feeling like it was burning and started to get sore. The patient reported that they saw their spine doctor and was put on antibiotics, but wanted to know if the stimulation had to come out due to infection. Additional information was received from the patient on (B)(6) 2017. The patient reported that he was having an issue with his ins. The patient reported that the ins was coming out of the pocket and inflamed. The patient reported that he was having the ins removed. The patient reported that he took antibiotics for 7 days and his healthcare provider (hcp) said it was not infected. The patient reported that the area was sore and tender in the corner where the ins was coming up and out of the incision. The patient reported that he hadn't used the ins in the past few month because he had ankle surgery and wasn't on his feet. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the damage to the unit may have occurred during a fall, but they didn¿t know what else caused the issue. The patient stated that the unit was removed and surgery to take out the paddles and wires was pending.